Event description:
Customer's grandmother reported that the customer was hospitalized for diabetic ketoacidosis. She stated that the infusion set had fallen out and that they could not reinsert it because the needle was bent. The blood glucose reading at the time of the report was 168 mg/dl. She also reported that customer's belt clip had broken. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.